Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has been admitted to the hospital related to an increase in frequency of low flow alarms. A computed tomography angiography (cta) was completed which noted thrombus throughout the outflow graft (ofg) from the bend relief to the anastomosis to the aorta. In addition, a right heart catheterization was performed with left ventricular assist device speed optimization to 10,600 rotations per minute. The patient was stable with plans for possible stent versus revision of the ofg versus a pump exchange to a heartmate 3. No log files were obtained during initial presentation. Images were attached.